Event description:
It was reported that during an implant procedure, the catheter slit incompletely and half was still on the left ventricular lead. The physician was able to remove the rest of the catheter, but the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.